Event description:
Customer contacted sunstar on (B)(6) 2024 regarding the gum® technique® deep clean toothbrush, compact with soft bristles product. Upon use, the toothbrush has been losing its bristles in the users mouth. To remove they had to swish and gargle (with an oral rinse) to remove from tonsil or use floss and an interdental or a tweezer if it is caught between their teeth. No injury was reported.